Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient developed skin irritation at the pod¿s insertion site (leg) while wearing the pod between 37 and 48 hours. The patient reported irritation at the infusion site. The patient sought medical attention on (B)(6), 2026, during which the site was evaluated by a physician, who prescribed an anti-inflammatory ointment to address the issue; however, the name of the ointment could not be recalled. The patient was discharged on the same day and a new pod was applied